Manufacturer narrative:
Investigation found that pump had experienced error code 45 in pump's history. New pump software was installed. Reference number z-1869-2011.

Event description:
Info rec'd states that pump had experienced error code 45.